Event description:
Alleged event: non-(B)(6) device. Patient reported "red spot that turned into a hole on the side of the breast", "implant is trying to escape" and "exposed to air". Healthcare professional later reported "explant was mentor". This record is for the left side. The device was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).